Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak. Customer¿s blood glucose was 282 mg/dl. The customer treated high blood glucose with insulin pens and insulin pump. Customer experienced symptoms such as vomiting, headache, urination, flu. Customer states leak occurred at bottom of reservoir. Customer states the leak is past 2nd o-ring. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. Customer declined troubleshooting for high blood glucose. Customer states insulin pump had moisture. Customer reports the infusion set had bent cannula. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir per (B)(4). No air bubbles and no leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles and not leak. Cannot performed manual test per (B)(4) appendix g to reservoir due to the reservoir's plunger not returned.